Manufacturer narrative:
On further investigation, it was determined the single discrepant low result was not related to the photomultiplier tube (pmt) drift. It was also determined that the customer did not run qc prior to running the affected sample. The event is consistent with pre-analytical factors. A product problem was not found with the estradiol reagent. The new eval result code and new eval conclusion code fields have been updated.

Manufacturer narrative:
The service engineer replaced the measuring cells, but three days later, qc recovered out of range. The customer performed new calibrations for all tests, and qc was then acceptable. The investigation determined there was a drift of signals with the photo multiplier tube (pmt).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable quality control results for several assays and a questionable elecsys estradiol ii assay for one patient sample from the cobas e 801 module after the measuring cells were replaced. The initial result was 17.5 pg/ml and was reported outside of the laboratory. The repeat result was 41.5 pg/ml. There was no allegation of an adverse event. The reagent lot number was 35957900. The expiration date was requested but was not provided.